Event description:
According to the literature, a prospective study on 148 patients between (B)(6) 2023 and (B)(6) 2023 were diagnosed with obesity who underwent laparoscopic gastric bypass with either omentopexy or clip placement along the staple line. The endo gia stapler was used for gastric resection, the omentopexy was completed using a v-loc suture, and the clipping was performed with the endo clip ii. Postoperative bleeding occurred in two omentopexy patients and 11 clip patients. Blood transfusions and computed tomography scans were required for two patients in the clip group due to a hematoma adjacent to the staple line. Additional complications unrelated to the device included wound hematoma, wound infection and readmission due to nausea and vomiting.

Manufacturer narrative:
D10 concomitant product: unknown endo cl, unknown endo clip applier (lot#unknown); unknown egia su, unknown endo gia sulu (lot#unknown) comparison of early postoperative outcomes of omentopexy and clips along the staple line during laparoscopic sleeve gastrectomy: a randomized study / muhammed taha demirpolat / obesity surgery (2024) 34:4116¿4124 / https://doi.org/10.1007/s11695-024-07543-4 / published online: 12 october 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.